Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra), the left ventricular (lv) lead, and the right ventricular (rv) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra), the left ventricular (lv) lead, and the right ventricular (rv) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.